Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that the discordant results are from one bd gel separator sample tube. The sample integrity was acceptable, with no clots or fibrin, and with enough serum. Siemens evaluated quality control (qc) data, and the results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed preventive maintenances and ran calibrators and controls. The results were evaluated and within range. The instrument performed as expected and operational. The cause of discordant results on one patient sample is unknown. No further evaluation of the device was required.

Event description:
Two discordant falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul), and prostate-specific antigen (psa) results, for one patient sample, were obtained on an advia centaur xpt instrument. The customer reported the psa discordant result to the physician(s) and did not report the tsh3-ul discordant result. The customer used the same sample, and instrument to perform repeat testing. The repeat test results were higher and reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed, tsh3-ul, and psa results.